Manufacturer narrative:
The 510 (k) k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on their one touch ultralink meter. A medical surveillance specialist (mss) was unable to get in contact with the patient since a phone number was not listed and sent a letter to the patient to contact lfs for further clinical information. The patient alleged that on (B)(6) 2010 they obtained a result of 321 mg/dl and less than 30 minutes later tested on another device and obtained a 210 mg/dl. The patient had exhibited symptoms of feeling lightheaded and sweaty; however, it is unclear on whether the symptoms occurred the day before testing or after testing their blood glucose and obtained that alleged high readings on (B)(6) 2010. The patient went to the ER at an unspecified time on (B)(6) 2010 and was tested on the hospital's meter and obtained a 364 mg/dl and was treated with a glucagon injection. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The patient was unable/unwilling to run a quality control test and was also unable/unwilling to verify whether the technique of applying blood on the test strip was correct. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, clarification when the patient exhibited symptoms, whether the patient's diabetes regimen changed due to the alleged issue and how long patient was in the ER. The complaint is being reported since the patient alleged that due to the high readings, they developed symptoms suggestive of a serious injury and had to seek medical attention for a blood glucose result in the ER of 34 mg/dl.